Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary urge incontinence and urinary/bowel dysfunction. It was reported that their previous implant had a battery issue as it went bad after two years. The patient mentioned they noticed about this three months ago. Agent reviewed charging expectations. Agent sent an email to the patient with educational resources. The patient reported historical information stating after unplugging the old tm90 it would turn yellow after a minute. The patient mentioned they would have the tm90 plugged in all the time and only unplug when needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.